Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, oversensing, and noise. An atrial bipolar lead impedance warning had previously triggered. It was noted that at the lead revision procedure the left subclavian was almost occluded. Therefore, the ra lead was explanted and then a new ra lead was implanted. No patient complications have been reported as a result of this event.